Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l1-s1. It was reported that the set screws were jumping during insertion into the bone screw. It was found that the threads of the bone screw were damaged. The bone screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: functional evaluation of the set screw found the implant able to be fully engaged into a sample mas head without issue. Microscopic inspection noted typical wear on the crest and top flank of the threads. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.